Event description:
The dealer alleges the seat upholstery is stretched out; sagging in the middle.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.